Event description:
Adverse event(s): "none reported" (no patient involvement). Product problem(s): "bed went up by itself during calibration" (unintended movement). An ophthalmic technician reports that during calibration, the bed raised to the 'in' position by itself and got caught in the ir pods and energy sensors. No power to the bed. No patient was involved and no patients were prepped for surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)